Event description:
On (B)(4) 2013 clinic notes were received dated (B)(6) 2013 that indicated the patient has obstructive sleep apnea. The clinic notes mention that the patient should continue to lose weight if possible, to limit his obstructive sleep apnea pathology. Good faith attempts for further information from the physician have been unsuccessful.

Manufacturer narrative:
Date received by manufacturer; corrected data: on follow-up report #1 the date was inadvertently not inserted, the date should have been (B)(4) 2013.

Event description:
On (B)(6)2013 the physician¿s assistant stated that he does not know if the sleep apnea is related to vns or when it was first observed. The physician later reported that he doesn¿t think that the vns is impacting or caused the patient¿s sleep apnea; he stated that the sleep apnea is not related to vns in any way.